Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were particles found inside an infusor. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured november 25, 2015 ¿ december 1, 2015. The device was received for evaluation. Visual inspection noted a white particle approximately 0.20 square mm in size, floating in the fluid of the bladder. The white particle was identified to be acrylic material via fourier transform infrared spectroscopy. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.